Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 714 mg/dl. The customer was admitted to the hospital and attended by emergency medical services. The customer reported a headache and pain due to hyperglycemia. The customer also reported diabetic ketoacidosis. The customer treated the hyperglycemia with an IV insulin drip and insulin pump at the hospital. The customer stated that the insulin pump was not delivering the insulin. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode smart guard feather was active. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were user suspended alert on 02/25/2023 at 06:51:07.000 and at 22:05:40.000. There was no auto suspended alarm noted on the event date 25-feb-2023 in the pump history file. Please see below for the boluses listed on the event date 25-feb-2023 in the pump history file. 02/25/2023 01:07:42.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. 02/25/2023 07:41:46.000 normal bolus delivered. Bolus programming method = bolus wizard normal bolus amount programmed = 14.7 bolus amount delivered = 14.7 02/25/2023 09:42:22.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 2.1 bolus amount delivered = 2.1 02/25/2023 11:26:36.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 5.4 bolus amount delivered = 5.4 02/25/2023 14:37:16.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 16 bolus amount delivered = 16 please see below for the daily total of all insulin delivered on the event date 25-feb-2023 in the pump history file. 02/26/2023 00:00:00.000 daily totals daily total collection start time = 02/25/2023 00:00:00.000 daily total of all insulin delivered = 60.025 daily total of basal insulin delivered = 17.925 daily total of bolus insulin delivered = 42.1 there were no unexpected pump errors/alarms noted 1 week prior to the event date 25-feb-2023 in the formatted history file. 02/20/2023 03:38:00.000 alarm alert notification fault number = low battery alert (104) 02/20/2023 13:09:00.000 alarm alert notification fault number = change battery fault (73) 02/20/2023 13:12:44.000 battery removed 02/20/2023 13:12:44.000 alarm alert notification fault number = battery removed (84) 02/20/2023 13:13:02.000 battery inserted low battery alert is due to the battery in the pump is low on power. The replace battery alert (expected) is triggered 9.5 hours after the low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.